Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery occured due to implant migration.